Event description:
The customer reported a problem of "alarm on the scope". No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a problem of "alarm on the scope". No patient harm was reported. The limited available information is not sufficient to support or rule out that there was a problem with the alarm function for this monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.